Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Later, healthcare professional reported "ruptured". Additionally, healthcare professional reported "any creases associated with hole". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed 2 openings and broken device assessed as surgical damage and missing shell assessed as inconclusive. Crease/folding of implant: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Later, healthcare professional reported rupture. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.